Event description:
On 7/13/88 an ipp device was implanted. On 8/30/89 the pt underwent a rerouting phalloplasty. On 11/25/96 the device was removed from the pt and replaced because the cylinders would not inflate.